Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify unexpected restart. A cold reset was performed alarm due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display and customer was not calling back after receiving a new battery cap. The customer¿s blood glucose level was unknown. Customer also reported that insulin pump received unexpected restart alarm and it was able to clear and able to rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.